Event description:
It was reported that the nurse found the foley catheter had fallen off while performing perineal care at 14:10 pm on (B)(6) 2021. Upon inspection, they found there was no liquid in the air sac and the water was injected. The rear airbag was not damaged. The patient had no pain at the urethral opening. The nurse performed a second intubation, and no abnormality was found. The foley catheter was used for single-use injections of saline and the outside was coated with iodophor. It was stated that the patient came to the hospital for treatment of prostate cancer and was hospitalized. The radical prostatectomy was performed on (B)(6) 2021.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure mode could be insufficient latex strength, low/non-uniform rubberize thickness, incorrect wire pressing technique, incorrect stripping technique etc., and might be contribute by user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not use the product if having latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box.¿ the device was not returned.